Event description:
Attempted to remove catheter and met resistance. Pt was taken to or for removal and was noted to be active during transport. In or catheter noted to be out but radiology report indicates segment from hickman catheter located in left main pulmonary artery. Pt was taken ama from hosp after cardiology consult. Parent stated she would seek removal elsewhere. Pt returned and fragment retrieved by cardiac cath on 08/26/1998.